Manufacturer narrative:
The reported event of premature battery depletion was confirmed. As received, the device was returned at end of service battery level. A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Visual inspection of the header attachment area detected a bonding anomaly. A device hermeticity breach was observed, consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to the internal electronics. The device was cut open to enable further testing and battery was found depleted. Hybrid circuitry was tested, indicating elevated current drain, consistent with moisture damage, depleting the battery prematurely, and resulting in the reported event. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly.

Event description:
It was reported that electronics performance indicator was observed field. Assessment of battery trend noted possible premature battery depletion. The reported device was explanted and replaced on (B)(6) 2024. The patient was in stable condition.